Event description:
Contact describes leaking of set at junction with the lever lock. Uncertain as to the exact location of the leaks. Some leaks resulted in chemotherapy spills, some in loss of antibiotics. No patient or staff injury.